Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Procedural technique may have contributed to the damaged coil. Upon inspection, it was noted that the defib conductor of the lead was distorted. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead got stuck in the introducer, while in patient's subclavian vein. Both had to be removed. After re-stick, the proximal end of the proximal coil stretched when trying to pull the lead back. The device/lead was not implanted. No patient complications have been reported as a result of this event.